Event description:
The following information was reported via user facility medwatch report # (B)(4): "mynx defective, it disconnected in the middle. It did not work and it was removed from patient and replaced by another mynx." Original intended procedure: interventional radiology procedure the sales rep reported the following information on 02/19/15: there was no harm to the patient.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. (B)(4).

Manufacturer narrative:
Visual inspection of the device revealed that the balloon was not prepped with saline, and no sign of a patient contact was observed on the returned device. The condition of the device did not match the description of the reported incident. Investigation revealed that the sealant was extended approximately 1mm from the distal tip of the sealant sleeve and the grip tip was separate from the freeze dried peg. It is unknown whether the damage on the sealant was due to subsequent handling or if it occurred during transit to cardinal health. The balloon was inflated with water, and pressure was maintained. The inflation indicator performed per specification. The shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. No unusual resistance was felt. The catheter was inspected for anomalies that may have caused the reported event. No anomalies were observed. Based on the information provided and the investigation performed, the root cause of the reported event could not be conclusively determined. The review of the lhr (lot f1406603) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).